Manufacturer narrative:
Follow up MDR for correction: d1, d4 updated.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: it was reported that, 'the injectors came undone and the pharm tech said that they attached it tight and also the nurse said she checked connection." Patient/user impact: chemo exposure. Per customer follow up: we had this happen twice last week, two different patients. The lot for both: 2411307. Exp for both: 4/30/27. Additional information: the cstd disconnected from the tubing luer.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, an area is highlighted to indicate where the disconnection is occurring. There is no visible damage or other defect identified within the photo to indicate a disconnection occurred or why the connection may have separated. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification that all critical dimensions are within specification such as luer threading. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.